Event description:
New information stated that the patient experienced syncope and the lead exhibited high thresholds.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead perforated the patient. The lead was explanted and replaced successfully. The patient was fine post procedure. No additional information was available.